Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam.patient alleged visualization of particles also alleged difficulty breathing/short of breath.there was no report of patient serious or permanent harm or injury.the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging particles in tubing/chamber, difficulty breathing/short of breath related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After the final attempt to have the device and components returned for evaluation, the customer stated that they have received the replacement device and returned the old device couple of months ago. Yet the device not received to the manufacturer. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Manufacturer narrative:
Additional information was received on oct 23 , 2024 and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging particles in tubing/chamber, difficulty breathing/short of breath related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation,observed dust-like contamination on the top cover, right side panel, bottom enclosure and in the air inlet. A dust-like contamination consistent with mineral deposits was observed in the iso port on the right side panel. Pil observed the air inlet filter was missing. Dust-like contamination was observed on the pca, blower cap, and the interior side of the right side panel. Evidence of liquid ingress with a dust-like contamination consistent with mineral deposits was observed on the blower housing and blower outlet seal. Pil observed the sound abatement foam stuck to the bottom of the blower housing. Manufacturer observed the heater plate to be heavily corroded. Evidence of liquid ingress along with dust/dirt-like contamination was observed inside the humidifier bottom enclosure.a very heavy amount of whitish contaminant consistent with mineral deposits was observed throughout the interior of the water chamber. The device's downloaded event log was reviewed by the manufacturer and found 1 error. The manufacturer concludes there was evidence of sound abatement foam degradation, observed dust/dirt contamination in the airpath, likely from a source external to the device and unable to directly address the symptoms or complaints. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid have been updated.